Event description:
Tech reported that while injecting the pt, they heard a "whishing" of air sound. They immediately stopped the injection. Supervisor noted that air was in the IV line and contrast was on the floor. Air was detected in pt by scan. Pt was sent to ICU for breathing difficulties. Pt was discharged about 48 hours after the procedure.